Event description:
Follow up with the site found that the programming system was plugged in the case on a cabinet. There was no mishandling. The programming system froze on multiple screens and all troubleshooting, including hard resets, soft resets, and re-insertion of the flashcard were performed with no results. The ac cable was not returned with the programming system. The site is stull using this cable and it is functioning.

Event description:
It was reported that the operating room staff has been having difficulties with the programming system. It was reported that the handheld freezes and will not hold a charge. No patients were reported to have been affected by this as the staff had another programming system to use. Attempts to obtain additional information have been unsuccessful to date. The handheld and flashcard are expected to be returned to device manufacturer for analysis; however, the products have not been received to date.

Event description:
The handheld and flashcard were received for analysis on (B)(4) 2013. Analysis of the handheld was completed on (B)(4) 2013. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Brand name, corrected data: information indicated on initial report was incorrect. See corrected data. Type of device, corrected data: information indicated on initial report was incorrect. See corrected data. Labeled for single use, corrected data: information indicated on initial report was incorrect. See corrected data. Usage of device, corrected data: information indicated on initial report was incorrect. See corrected data.